Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1424 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp1424) have been reported from the same facility in (B)(6).

Event description:
It was reported that the patient was admitted to hospital on (B)(6) due to basal ganglium infarction. Due to poor venous conditions, PICC catheterization was performed on (B)(6). Cracks in heparin cap were found during the replacement of application and infusion on (B)(6), affecting the use, and replace heparin cap.